Event description:
The reporter stated that he had a back injury in the l4/l5 and was implanted a titanium disc. Before surgery he was taking a muscle relaxant to relieve pain. The attending surgeon was dr (B)(6), during surgery a machine by nuvasive called nuvasive neurovision jjb monitoring system was used (a machine to detect nerve response). As advised by dr (B)(6) he took his muscle relaxant before surgery. The reporter later found out he should not have taken the medication as it contraindicates the neurovision jjb neuro monitoring system. Ever since the surgery he has nerve pain that would not go away and radiates down his legs and unable to walk.